Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while using the cardiopulmonary bypass tubing pack, at a flow rate of 2.5 l/m and then 600 cc, that the oxygenator clotted off so they changed out the quadrox oxygenator. The replacement oxygenator was then reported to have had blood coming out of the gas outlet. This report is for the second oxygenator/tubing pack that was reported to leak. There was no reported injury to the patient. Refererence (B)(4) for the first device reported to clot off.